Event description:
Affiliate reported that the valve did not function any longer and thus a revision surgery became necessary. The explanted valve showed stator dislodgement.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. A visual exam of the valve revealed that the stator was dislodged; therefore, the cam position/pressure could not be determined. It is not possible to determine how the stator became dislodged, however, based on the fact that the valve casing was cracked, it is possible that the device sustained some form of impact causing ther damage to the device. There were enhancements introduced to the stator stamping tool, which is designed to minimize this type of dislodgement. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.